Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased and pericardial effusion was observed on the fluoroscopy. Drainage was performed. The case was completed with cryo. Cardiac tamponade was also suspected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.